Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. Device identifier: (B)(4).

Event description:
It was reported that a patient received a biozorb marker implantation on (B)(6) 2023, the patient reports that she suffers from a hard, painful lump at the site of implantation. Patient reports that she suffers from swelling, tenderness, discomfort, itching, pain that affects her daily life making it difficult to sleep and wear a bra. No other information is available.

Manufacturer narrative:
An investigation was conducted: brief description: it was reported that a patient received a biozorb marker implantation on (B)(6) 2023, the patient reports that she suffers from a hard, painful lump at the site of implantation. Patient reports that she suffers from swelling, tenderness, discomfort, itching, pain that affects her daily life making it difficult to sleep and wear a bra. Additionally, the patient suffers from reddening of the skin, blisters, and abscesses. As a result of the pain and complications of the biozorb device, the patient fears the possibility of another tumor every day, causing significant emotional distress. No other information is available. Investigation methods and findings: the sample was not returned to the post market quality laboratory for further investigation; therefore, the inspection according to the biozorb post market instructions was not able to be conducted for this complaint. Additionally, there was limited patient-related information provided for this event; consequently, a comprehensive investigation could not be conducted. The harms identified, based on clinical symptoms and hazardous situations for this complaint are: - pain, serious (pain, sleep dysfunction, device palpability, failure to resorb). - hypersensitivity/allergic reaction, serious (redness/erythema, itching sensation). - inflammation, serious (limited mobility, lymphedema, swelling). Cause/root cause: the described issue was investigated through a root cause analysis conducted under CAPA. The initial purpose of this CAPA was to evaluate the biozorb product for a root cause linking the product design to the reported complaint issues. The results of the root cause assessment did not find any direct link between the device and the reported complaint issues. Consequently, the implementation activities from CAPA were considered no longer applicable since hologic has ceased selling the biozorb product with no intention of returning it to market. In addition, CAPA is currently evaluating the biozorb product¿s entire dhf and is actively under remediation. Furthermore, a voluntary recall for the biozorb product was initiated on (B)(6) 2024. Conclusion: the reported issue could not be confirmed as no sample was returned for evaluation. The risk trending analysis does not increase the risk zone index. The potential root cause analysis was assessed under CAPA. CAPA is currently evaluating the biozorb product¿s entire dhf and is actively under remediation. The risks associated with this event are further detailed and evaluated against the product and its hazard analysis within the health risk assessment biozorb, complaint evaluation. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: the DHR was reviewed for the corresponding lot, and no quality figures were identified.

Manufacturer narrative:
The patient is a 47-year-old premenopausal female with a history of bilateral reduction mammoplasty approximately thirty years ago. Past medical history: premenopausal, s/p gastric sleeve surgery 2016 (with 70lbs weight loss), carcinoid tumor of the small intestine s/p resection at the time of her gastric sleeve surgery, iron deficiency anemia, sleep apnea, s/p bilateral reduction mammoplasty thirty years ago. Family history: mother breast cancer age 65 (brca 1 & 2 negative), maternal uncle prostate cancer, maternal uncle colon cancer, paternal aunt breast cancer age 70, paternal grandmother breast cancer, paternal aunt lung cancer, father stomach cancer. An abnormality was found on the right breast on screening mammogram. This was confirmed by diagnostic mammogram. Biopsy on (B)(6) 2023 showed high grade ductal carcinoma in situ (dcis), ER/pr+. The patient is brca 1/2 negative with an oncotype score of 44. On (B)(6)2023 the patient underwent right partial mastectomy and placement of a 2x3cm biozorb device. The tumor was removed, and the deep layer was closed with interrupted 7-0 vicryl. The 2x3cm biozorb was placed and "...sewn with interrupted vicryl sutures. The wound was then closed in layers with vicryl and 4-0 stratafix on the skin." Pathology report (not included in available medical records) revealed that the margins were positive and re-excision was recommended. On (B)(6) 2023, the patient went back to the or for re-excision surgery. During this procedure the first biozorb was removed and replaced by a 3x4cm biozorb device. "Previous incision was reopened and sutures were removed...2x3cm biozorb in place which was removed. I excised the superior medial and posterior margin. Excised from the anterior portion of the superior flap all way back to the chest wall and went medially at least a cm around the old operative wound excising some of the inferior portion as well. Once the specimen was removed I had the pectoralis and axilla exposed....I used a 3x4cm biozorb which was sewn in place [sic] interrupted vicryl sutures. The skin edges had been developed circumferentially which allowed me to close the breast in layers with 2-0 vicryl ..on the posterior layer and 3-0 vicryl on the more superficial layer and subcu [layer]...skin was closed with 4-0 stratafix." Pathology from the second surgery revealed, residual high grade ductal carcinoma in situ with central necrosis, scattered foci measuring up to 2.5mm in greatest dimension, at least 2mm to new margin. Ptisn0m0 grade 3 dcis uoq right breast, ER/pr+. Biozorb device information: procedure #1 ((B)(6) 2023): 2x3cm, log5186306, "208336marker breast biozorb 2cmx3cm f0203", supplier: focal therapeutics 31766, exp date 12/4/2023, lot no: 21f17rh, model number: f0203 this device was explanted on (B)(6) 2023. Procedure #2 ((B)(6) 2023): 3x4cm, log5265479, 208339 marker breast, model f0304, lot21m15rd, expiration date 6/2/2024. Based on the available medical records, the immediate post operative course was uneventful. The patient underwent left breast radiation with boost, completed on (B)(6) 2023. She tolerated this well with ¿expected radiation dermatitis and mild fatigue.¿ there were minimal medical records available from the radiation treatment. In (B)(6) 2023, approximately 3 months post op and one month post completion of radiation, the patient developed a "...pin head focus of drainage form lateral l breast. Fluid expressed is milky white, without odor." Oral antibiotics were started. Fluid culture was negative. The patient presented to the wound care clinic on (B)(6) 2023, for initial breast evaluation for "swelling post radiation treatment". Patient had completed antibiotics but continued to have spontaneous drainage from a "small superficial wound". Breast exam at this visit revealed lumpectomy and radiation changes with severe fibrosis of upper outer quadrant with peau d'orange and hyperpigmentation. There were no palpable masses. There was an "abscess at 10:00 with spontaneous drainage, about 4cm lateral and 2cm wide." Ultrasound of the right breast revealed "upper outer quadrant lumpectomy with surgical changes, severe tissue edema throughout breast. Minimal fluid collection seen at area of abscess. No solid or suspicious masses..." Incision and drainage were performed and an additional course of antibiotics was started. The patient was referred to lymphedema clinic. At visit to lymphedema clinic on (B)(6) 2023, patient reported no pain at current time but does get "8/10" pain in the right breast. Exam found moderate swelling in the right breast and a ¿0.5x0.5¿ wound with drainage. On subsequent visits to lymphedema clinic the swelling remained present but decreased with continued breast pain. At a visit with the medical oncologist (B)(6) 2023, there was decreased swelling and lymphedema of the breast. Follow up with wound care on (B)(6) 2023, approximately 5 months post op, found tenderness at the incision site with multiple superficial wounds. Ultrasound at this visit found "significant" tissue edema. The clinician, "discussed removal of biozorb, could be possible reason for fb reaction, will revisit if no improvement of healing." Visit at lymphedema clinical (B)(6) 2023, noted the patient needed to wear gauze due to the breast leakage. Pressure on the leaking area expressed clear liquid, then pus, then blood. Follow up with wound care was recommended. Radiation oncologist notes, "patient continues with lymphedema therapy. Of [sic] the past several months she has developed several raised nodules in the lateral right breast which have developed heads and then ultimately discharged pus...this has been near constant for the past 1-2 months. She denies pain or discomfort within the right breast and reports improved lymphedema with therapy." Breast exam at this visit noted, "significant lymphedema with peau d'orange concentrated to inferior lateral right breast. At lateral right breast there is a zone of hyperpigmentation with evidence of 5 prior and 1 current erupting papule, able to express serous followed by milky then bloody discharge on light palpation." In the assessment, the clinician noted, "concern for underlying infection (infected seroma vs low grade subcutaneous /cellulitis) vs foreign body reaction (biozorb)...ultimately expressed concern patient may require lumpectomy cavity I&d with biozorb removal and this will carry increased risk of wound healing complications/infection." D4. Additional suspected medical device: model: f0304, catalog: f0304; lot: 21m15rd expiration date: jun 2, 2024. D6a. Second device implantation: (B)(6) 2023. 2 devices reported under 1222780-2025-00190 and 1222780-2023-00454.